Manufacturer narrative:
Initial.

Event description:
It was reported that the front of the ilet enclosure was separating from the back housing, consistent with a screen bezel or case integrity issue, while blood glucose control was reported as not impacted and the user was instructed to continue using the device until a replacement arrived. Symptoms included no adverse clinical effects. Outcomes included no change in glycemic status and no need for medical intervention or hospitalization. Investigation included a review of the reported physical defect and arrangement for device replacement to enable continued therapy with a watertight unit. Investigation of this case revealed a probable mechanical enclosure separation of the ilet housing consistent with a device housing or bezel integrity problem. It was concluded, based on previously established findings for similar reports, that the cause was product mechanical stress or wear leading to enclosure separation.